Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: article 357.071 lot 7759441 the visual investigation of the returned hammer guide has shown that the tip is completely broken off. There are scratches and strongly hammer blows at the whole item visible. The article in question was produced in a quantity of (B)(4) pieces in february 2012. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. Based on the manufacturing results, the received complaint description we cannot determine the exact root cause. It is likely that too much lateral force was applied during the procedure which has finally lead to this breakage. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the manufacturing results, the received complaint description we cannot determine the exact root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2016. During the procedure, a hammer guide and an extraction screw reportedly broke. No information pertaining to the circumstances leading up to the breakage were available. The procedure was completed with a ten (10) minute delay. This report is 1 of 2 for (B)(4).